Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of noisy signals and oversensing. The noisy signals were reproducible with isometrics, but not pocket manipulation. The impedance measurements remained stable.